Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("medical device removal") and uterine perforation ("that was shown to have perforation") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of headache, migraine, ovarian cyst, depression, diabetes, adenoidectomy, tonsillectomy, parity 3 and multi gravida. The patient had a family history of lung cancer, colon cancer and hypertension. Concurrent conditions were listed as abdominal cramp and heavy periods. On (B)(6) -2011, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced device breakage (seriousness criterion intervention required) and uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (removal of essure coil, bilateral oophorectomy and laparoscopic-assisted vaginal hysteroctomy & bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and uterine perforation to be related to essure administration. The reporter commented: on-(B)(6) 2012:laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, removal of foreign body from posterior cul-de-sac. On (B)(6) 2014: removal of essure coil, bilateral oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: fluoroscopy was provided for the surgeon during the procedure. Status post bilateral essure device placement. The right fallopian tube fills with contrast with free spillage of contrast, consistent with patency. The left fallopian tube fills to fill with contrast and there is no free spillage of contrast to suggest patency. Impression: status post bilateral essure device placement. There is tubal occlusion on the left. The right fallopian tube remains patent [pathology test] on (B)(6) 2012: microscopic diagnosis uterus, bilateral fallopian tubes, hysterectomy: uterus, 80 grams. - cervix' benign no dysplasia or malignancy in sections examined ~ endornetrium. Basal endometrium - myormetrium: no significant histopathology in sections examined ~ bilateral tubes benign. Specimen source. Uterus bilateral fallopian tubes. Clinical information: menorrhagia / lavh, bilateral salpingectomy gross description: received in formalin labeled "uterus bilateral fallopian is a single uterus with attached cervix and attached bilateral fallopian tubes the bilateral ovaries are absent. The fallopian tubes are grossly unremarkable; on (B)(6) 2014: specimen source: 1.right ovary 2. Left ovary 3. Peritoneal biopsy clinical information laparoscopic bilateral oophorectomy, peritoneal biopsy, lysis of adhesions / pelvic pain gross description: right ovary: sectioning through the ovary reveals multiple clear fluid cystic spaces, measuring in range from 0.3 x 0.3 x 0.3 em to the largest measuring at 0.7 x 0.5 x 0.4 cm. Left ovary: the predominantly smooth surface of the ovary shows two areas of defect measuring 0.2 cm in greatest dimension each. Serial sectioning through the ovary reveals multiple clear fluid and hemorrhagic cystic spaces, measuring in range from 0.3 x 0.2 x 0.2 cm, to the largest hemorrhagic one measuring 0.5 x 0.5 x 0.4 cm. Microscopic diagnosis ovary, right; excision: benign ovary with multiple follicular cysts (0.7 cm largest) and corpus luteum cysts. No evidence of endomeriosis. 2. Ovary, left; excision: benign ovary with multiple follicular cysts (0.5 cm largest), and corpus letuem cysts. No evidence of endometriosis quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("medical device removal") and uterine perforation ("that was shown to have perforation") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of headache, migraine, ovarian cyst, depression, diabetes, adenoidectomy, tonsillectomy, parity 3 and multi gravida. The patient had a family history of lung cancer, colon cancer and hypertension. Concurrent conditions were listed as abdominal cramp and heavy periods. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced device breakage (seriousness criterion intervention required) and uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (removal of essure coil, bilateral oophorectomy and laparoscopic-assisted vaginal hysteroctomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and uterine perforation to be related to essure administration. The reporter commented: on (B)(6) 2012: laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, removal of foreign body from posterior cul-de-sac. On (B)(6) 2014: removal of essure coil, bilateral oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: fluoroscopy was provided for the surgeon during the procedure. Status post bilateral essure device placement. The right fallopian tube fills with contrast with free spillage of contrast, consistent with patency. The left fallopian tube fills to fill with contrast and there is no free spillage of contrast to suggest patency. Impression: status post bilateral essure device placement. There is tubal occlusion on the left. The right fallopian tube remains patent. [Pathology test] on (B)(6) 2012: microscopic diagnosis: uterus, bilateral fallopian tubes, hysterectomy: uterus, 80 grams. Cervix' benign no dysplasia or malignancy in sections examined. Endornetrium. Basal endometrium. Myormetrium: no significant histopathology in sections examined. Bilateral tubes benign. Specimen source: uterus bilateral fallopian tubes. Clinical information: menorrhagia/lavh, bilateral salpingectomy. Gross description: received in formalin labeled "uterus bilateral fallopian is a single uterus with attached cervix and attached bilateral fallopian tubes the bilateral ovaries are absent. The fallopian tubes are grossly unremarkable; on (B)(6) 2014: specimen source: right ovary; left ovary; peritoneal biopsy. Clinical information: laparoscopic bilateral oophorectomy, peritoneal biopsy, lysis of adhesions/pelvic pain gross description: right ovary: sectioning through the ovary reveals multiple clear fluid cystic spaces, measuring in range from 0.3 x 0.3 x 0.3 em to the largest measuring at 0.7 x 0.5 x 0.4 cm. Left ovary: the predominantly smooth surface of the ovary shows two areas of defect measuring 0.2 cm in greatest dimension each. Serial sectioning through the ovary reveals multiple clear fluid and hemorrhagic cystic spaces, measuring in range from 0.3 x 0.2 x 0.2 cm, to the largest hemorrhagic one measuring 0.5 x 0.5 x 0.4 cm. Microscopic diagnosis: ovary, right; excision: benign ovary with multiple follicular cysts (0.7 cm largest) and corpus luteum cysts. No evidence of endomeriosis. Ovary, left; excision: benign ovary with multiple follicular cysts (0.5 cm largest), and corpus letuem cysts. No evidence of endometriosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Event medical device removal is replaced with device breakage. New event uterine perforation added. Lab data, medical history, reporter causality comment and reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.